Event description:
During a literature review the following information was presented: during a hysteroscopic procedure using a truclear operative hysteroscope 8.0 to remove placental remnants, an anatomical perforation occurred in the patient. The patient had a placental remnant that was adherent close to the left tubal ostium and the perforation was observed when all remnant tissue was removed. The procedure was terminated instantly after discovering the perforation.

Manufacturer narrative:
Additional information: literature citation: blikkendall, mathijs d., tjalina w. O. Hamerlynck, miriam m. F. Hanstede, frank wilem jansen, benedictus c. Schoot (2013). An alternative approach for removal of placental remnants: hysteroscopic morcellation. The journal of minimally invasive gynecology (2013) 20, 796-802. (B)(4).